Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall that persisted after a restart, and a guided dry run was successful; the user was advised to change supplies with new components and understood the instruction. Symptoms included hyperglycemia with a reported blood glucose of 245 mg/dl. Outcomes included user education and successful device dry run without the need for escalation or medical intervention. Investigation included remote troubleshooting and a dry run to assess pump mechanics and delivery function. Investigation of this case revealed that the pump¿s motor had stalled during insulin delivery, consistent with a consecutive motor stall alarm, and functionality was restored through dry run verification followed by direction to replace infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was a transient mechanical stall consistent with supply or delivery pathway resistance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.